Event description:
It was reported that a patient who underwent treatment with spaceoar vue encountered complications, specifically a rectal injury. Symptoms manifested after the second fraction of sbrt, the patient complained of constipation and had no bowel movement in two days. After the third fraction, the patient got rectal bleeding and rectal urgency. After the fourth fraction, the treatment was paused and a sigmoidoscopy revealed necrotic ulceration in the rectal wall, with spaceoar vue visible and inflamed and necrotic mucosal tissue near the hydrogel. The images revealed hydrogel in the rectal wall. The bleeding resolved, however, the patient had bowel frequency and bowel incontinence and loose bowel movement. The patient was treated with augmentin due to necrotic material and ulceration. The recommendation was to suspend the antibiotics and treat with levsin.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2314 is being used to capture the reportable event of fistula. Patient code e2339 is being used to capture the reportable event of ulcer. Patient code e2326 is being used to capture the reportable event of inflammation.

Event description:
It was reported that a patient who underwent treatment with spaceoar vue encountered complications, specifically a rectal injury. Symptoms manifested after the second fraction of sbrt, the patient complained of constipation and had no bowel movement in two days. After the third fraction, the patient got rectal bleeding and rectal urgency. After the fourth fraction, the treatment was paused and a sigmoidoscopy revealed necrotic ulceration in the rectal wall, with spaceoar vue visible and inflamed and necrotic mucosal tissue near the hydrogel. The images revealed hydrogel in the rectal wall. The bleeding resolved, however, the patient had bowel frequency and bowel incontinence and loose bowel movement. The patient was treated with augmentin due to necrotic material and ulceration. The recommendation was to suspend the antibiotics and treat with levsin.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2314 is being used to capture the reportable event of fistula. Patient code e2339 is being used to capture the reportable event of ulcer. Patient code e2326 is being used to capture the reportable event of inflammation.